Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. The external threads were also damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. No pre-existing conditions were noted on the product experience report. The reported device had been placed on tooth #46 (fdi) for approximately 8 years. Per the applicable instructions for use, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Device history record review for the lot (61925133) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61925133) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant fractured and therefore was removed.